Event description:
It was reported that a surgeon measured the patient's sternum with a sternalock screw sizer an implanted a plate with eight screws. Later in the evening, the patient was bleeding and was brought back to the operating room where is was found that a screw penetrated the right venticle.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet sternalock blu screw sizer catalog #: 73-0006 lot #: unknown, zimmer biomet unknown sternalock plate catalog #: unknown lot #: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.